Event description:
It was reported during lead revision procedure the firmware upgrade could not be performed. The pulse generator was explanted and exchanged successfully. Patient tolerated well the procedure.

Manufacturer narrative:
The reported field event of no option to perform the cybersecurity upgrade was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.